Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). There was blood inside and on the shaft. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. The valve was opened when received. The cap moved freely and was on snapped on straight. An attempt was made to close the valve, and the valve was successfully closed without using forward pressure. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the valve could not be closed, only after complete removal of the cap of the valve from the was and new positioning of the cap the valve could be closed. The leak was observed when extracting the dilatator and having only the wire in the access system. The patient lost 40 - 50 ml of blood. The leaking was stopped by using thumb pressure and the physician always had a deep position of the valve.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. After the pigtail was inserted, the hemostasis valve did not completely close and backbleed continued to flow from the watchman access system. The procedure was continued and a 27mm watchman closure device was successfully implanted. There were no patient complications and the patient's condition is stable.